Manufacturer narrative:
The reported event of sensing noise was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including saline cross talk and output verification did not identify any functional issues. Longevity assessment found the device was operating above elective-replacement level (eri) consistent with normal projected longevity. There were no device anomalies found that would have contributed to the issues reported from the field.

Event description:
During a follow-up, episodes of noise which resulted in oversensing were observed on the right ventricular and atrial channels of the device. Provocative testing was performed and the noise was reproduced. A suspected header connection issues was suspected. The device was explanted and replaced to resolve the event. The patient was stable.